Manufacturer narrative:
(B)(4). Damaged cartridge, damaged one piece sled, damaged drivers. Additional information was requested and the following was obtained: on what tissue type was the device used? Stomach. On which firing(s) did this event occur (1st, 2nd, 8th, etc.) Third. What color cartridge was being used? Green. What other color cartridges were used before and after this event? 2 green cartridges. Was buttressing material utilized? Yes gore, seam guard. Was the instrument fired across or near an existing staple line or clip? Near the end of a staple line. Were any unexpected noises heard? The battery sounding strained, rattling. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. The analysis found that one ple60a device was returned in good visual condition and with an ecr60g loaded in the device. Additionally, the reload was received with the left side fully fired, right side partially fired 1/3; the cartridge deck was noted damaged where the firing stopped. This damage is consistent with the device being clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the sled pushing the driver to continue its run, this is the reason why the sled gets damaged. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. The device was tested for functionality in the straight position with test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic gastric sleeve procedure the device had a green reload. On the third firing the device cut, but did not staple on the remnant side of the stomach. The staples were misformed on the patient side of the stomach. There was bleeding and the area was over-sewed to stop it. The case was completed with another device of the same product code and another reload. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). The analysis found that one ple60a device was returned in good visual condition and with an ecr60g loaded in the device. Additionally, the reload was received with the left side fully fired, right side partially fired 1/3. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. Furthermore the damage to the cartridge deck was found to be caused by the one piece sled pushing the driver upward beneath the cartridge deck. However no obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape.